Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a high out of range shock impedance measurement of 125 ohms. Technical services (ts) discussed troubleshooting and programming options for optimization. No adverse patient effects were reported. The lead remains in service.